Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient that received inappropriate atp therapy for atrial flutter with conduction. The patient's ventricular response from the atrial tachycardia was stable, so the interval stability determined the rhythm as vt. Atrial events were falling right on top of ventricular events and they were blanked out due to pvab inappropriately determining vt. Programming changes were recommended.